Event description:
The account reported the side rail will not latch. The bed was located in the bed shop at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
Hill-rom technical support asked the account to check the spring on the side rail latch and also clean the latch assembly if needed. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Three attempts have been made to receive resolution from the account with no feedback. Based on this information, no further action is required.